Event description:
On 29th july, 2008, the sales representative reported to abbott spine that during a surgery in 2008, while the surgeon was using the pedicle probe ii in very hard bone, the tip of the probe broke. The surgeon retrieved the broken piece, and continued the surgery using another probe from the kit.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.